Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a damaged battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.90.

Event description:
Baxter sales representative reported on behalf of a customer, a set that separated at the second port. This separation occurred with the continu-flo solution set in an unknown department. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Manufacturer narrative:
The customer returned one actual sample of product code (B)(4), with lot number r10e03068 of the continu-flo solution set. Visual inspection and pull testing were performed on the returned sample and a separation was noticed near the tubing bonding assembly of the y-site. The root cause is unknown at this time. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications.a follow up report will be submitted if additional information becomes available.(B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it has been discovered that medical device report has already been submitted for this condition as noted in report number 6000001-2010-02890. All necessary information in regards to the reported condition will be noted in the report mentioned.